Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of the intraocular lens (model pcb00), after the second normal push of the plunger, the lens did not come out. No patient injury occurred and no wound enlargement was necessary. Another lens was implanted instead. Additional information was received and it was learnt that the iol was partially in the patient's eye when the issue occurred. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 08/08/2018. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. Visual inspection under the microscope showed lack of viscoelastic material on the cartridge. The intraocular lens (iol) was not returned with the preloaded device. The cartridge tip was observed deformed. No assembly error and/or defect were observed in the preloaded device related to manufacturing process. The condition of the returned sample was consistent with a product that was handled and prepared for a surgical process. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.